Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that "proximal pressure sensor autozero failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the v60 was removed from service. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 110b "proximal pressure sensor autozero failed" error occurred, in which the proximal pressure was not measured, and pressure-related alarms were compromised. The rse reviewed how to troubleshoot the device with the bme which included verifying the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replacing the proximal auto-zero solenoid (sol 3 and sol 4), and replacing the da pcba. Investigation on going.